Event description:
A caller reported a pump malfunction, with no notable events occurring prior. It was unclear whether there was an impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, successfully resolving the issue as the malfunction did not recur after the reset. The call was disconnected as technical support assisted with the load process, but no additional information about the outcome of the event was received.